Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, the tip of whisper guide wire broke inside the patient and was retrieved with a snare. A new whisper guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. The outcome of the procedure was successful. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the noted multiple core bends and ultimately resulted in the reported/noted detachments (core, coil and polymer). There is no indication of a product quality issue with respect to manufacture, design or labeling.